Event description:
Scissor tips don't fully close, so the surgeon had to cut the iol more towards the base of the scissors. Because of this, the tips were further extended within the anterior chamber, and they made contact with/ruptured the capsular bag, which prompted the need for an additional procedure.

Manufacturer narrative:
The device was originally manufactured in 2017 which is 3 years past its life expectancy. The scissor showed signs of normal wear and tear.